Event description:
It was reported that the customer had a blank display and failed battery test on the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer was advised to insert new aaa alkaline battery on the insulin pump and the display return and failed battery test was resolved. The patient was advised that we will sent a new battery cap. The customer was advised to monitor the pump and if she had this issue once he is using the new battery cap call back to have the insulin pump replaced and the customer agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.